Manufacturer narrative:
Patient information was refused to be provided by the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The manufacturer representative verified accuracy and had no issue. The mr discovered that the procedure was a minimally invasive surgery (mis) procedure and the surgeon did some decortication of the spine after the imaging device spin. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the site had an inaccuracy of approximately 9mm deep when navigating the navlock with a driver attached. The site saw no inaccuracy related to any other instruments. The surgery was completed with navigation and there was no impact on patient outcome.